Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker system displayed high out of range right atrial (ra) pacing impedances of greater than 2000 ohms. The decision was made to surgically abandon the associated ra lead, and implant a new ra lead. This pacemaker remains in service with the newly implanted ra lead. No additional adverse patient effects were reported.